Event description:
IV pump failed while infusing high dose inotropes and vasopressors on a patient. Nothing could be done to change the rates or stop the pump. The only solution was to change it out with another pump.